Manufacturer narrative:
Samples are serum and centrifuged for 7 minutes at 3100rpm.qc was within specifications prior to and after the event.a system check performed on (B)(6)2010 was within specifications.a field service engineer (fse) was on-site (B)(6)2010. Fse perfomed a system check which passed within instrument specifications. Fse completed hardware verification and all testing passed and no issues were noted.although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false negative prostate specific antigen (psa) result generated by the access® 2 immunoassay system for several patients.only one example of the erroneous results was provided by the customer.no reports of death, injury, or change to patient treatment have been reported in connection with this event.